Event description:
It was reported the pt was without stimulation due to not charging the ipg for greater than 5 months. The sjm representative was unable to establish communication with external devices as the battery is depleted. Follow-up determined the physician may proceed with surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.